Event description:
It was reported that the patient experienced an st segment elevation and a drop in blood pressure. During a pulse field ablation (pfa) procedure using a farawave catheter an st segment elevation and a drop in blood pressure. The drop in blood pressure along with a heart rate decrease were noted near the end of the procedure, and electrogram (ECG) tracings showed an st segment elevation. A second physician was called in to take images of the coronary arteries with contrast and the patient was administered nitroglycerine to resolve the st segment elevation. The patient stabilized and was transferred to the intensive care unit for further monitoring. No additional information is available. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.